Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called via phone and stated that she has her son's insulin pump is alarming. Troubleshooting was performed but the insulin pump did not return to normal function. The customer's mother inserted a battery and the insulin pump did not turn on. The customer's blood glucose at the time of event was 340 mg/dl. The date the incident occurred was (B)(6) 2017. The customer does have keytones and is treating by injection and the insulin pump the customer's mother declined troubleshooting for the high glucose. The insulin pump will return.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unable to verify or audio/vibrate anomaly/absence of alarm due to blank display anomaly. Unit had minor scratched lcd window and cracked reservoir tube lip.